Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please provide procedure name and date. Not known. Please confirm how many sutures separated from the needle during suturing on this one patient during this single surgical procedure? Not known. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op) or after use on patient (post-op)? Not known. How was procedure successfully completed? New suture was taken into use. Please provide lot number I have sent the box already, so unfortunately I don't have the lot number. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Investigation summary: a packet of product code mf2572h was returned to ethicon inc for analysis, with the packaging opened. In order to evaluate the conditions of the returned samples, the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Events reported via: 2210968-2021-07949, 2210968-2021-07954, 2210968-2021-07953, and 2210968-2021-07952.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture got detached from needle. No adverse patient consequences were reported. Additional information was requested.